Event description:
It was reported that during a laparoscopic tubal ligation procedure, a vesseal was injured during insertion of the device. Consequently, the procedure was converted to open. There were no additional patient consequences reported.